Manufacturer narrative:
Additional information: h4, h6. Correction: d3, d9, g1. The device was not returned for evaluation; therefore, the reported event could not be confirmed. A low-quality photo showed discoloration on the implant, but the investigation confirmed that such color variations are acceptable per inspection procedures and no manufacturing or quality issues were found. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that there was a yellow spot on the surface of the device, and the procedure was completed with another device.